Event description:
It has been reported that the device is failing selftest and the display is not functioning.

Event description:
It has been reported that the device is failing self-test and the display is not functioning.